Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his one touch ultralink meter read inaccurately low compared to his feelings and or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2014 at 6:30 a. M. At an unspecified date/time, the patient obtained a blood glucose reading of ¿70 mg/dl¿ with the subject meter. The patient manages his diabetes with insulin (unknown type, self-adjuster). When the alleged issue occurred, the patient stated, he had more food/drink in response to the alleged inaccurate reading obtained with the subject meter. The patient claimed, 6 hours after the alleged issue occurred, he developed symptoms of ¿thirst, frequent urination, and medium ketones¿. The patient denied receiving any medical treatment. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (06/23/2014). The patient¿s meter has been returned on 6/10/2014 and evaluated by lifescan product analysis on 6/12/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.